Event description:
Patient found with no urine output in foley drainage bafg. Foley tubin was pulled out of patient approximately six inches. Attempted to remove foley, only able toaspirte 1cc from bulb of foley. Foley tubing cut. Balloon remained inflated. Attempted to aspirate through foley tubing, no success in deflated bulb of foley. Patient's bladder distended. Physician also attempted to aspirate with syringe and unsuccessful in deflating bulb. Unable torupture balloon bulb with guiding wire. Bulb finally deflated when ruptured by tuberculin syringe through skin. Modesrate bleeding from uretherainvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was destroyed/disposed of.